Event description:
It was reported the patient was charging more than expected. The estimated recharge interval on a longevity calculator was calculated and the interval appeared to be appropriate based on the patient's parameters and use of the device. Recharge detail showed: number: 154, typical durations: 4.3hrs, typical interval 1 day, typical coupling: 8 black bars, 6/2: 4.3 hrs 100%, 6/1: 0.9 hrs 25%. Impedance readings were both low and high. The therapy impedance changes were noted to have changed within a few days of the report. Patient had 4 programs: 5+6-7+ 450pw/45hz/9.5v and therapy impedance: <50ohms, 2+3-4+ 270pw/45hz/9.5v and therapy impedance: >4,000ohms, 8-9- 330pw/45hz/3.5v and therapy impedance: 619 ohms, 1+2+3-4- 450pw/45hz/4v and therapy impedance: >4,000ohms. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)